Event description:
It was reported that the patient expressed his dissatisfaction with his inflatable penile prosthesis (ipp). He stated that in his fourth week of recovery he has a bend in his penis which he never had before. The doctor said he hoped it would go away after time. He also stated that he still so sensitive and his pump is so rigid and it is not inflating his penis. No more information is available at the moment.